Event description:
It was reported that upon examination/palpation the pump was mobile in the pocket and would flip forward as of (B)(4) 2010. Reportedly, no interventions/actions were taken. This was reported as possibly related to the device or therapy and implant procedure. The severity was mild. The outcome was reported as resolved without sequelae as of (B)(6) 2010. No patient symptoms were reported. The pump report indicated this device system delivered dilaudid, prialt and bupivacaine. Additional information was requested to verify the medication and to verify if intervention was required. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study. It was reported that the adverse event was pump inversion. The etiology was reported to be the incisional site/device tract- pump pocket. Additional information received reported that the patient was using infumorph at the time of the event.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8590-1, lot # n058329, implanted: (B)(6) 2006, product type accessory. (B)(4).